Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: lot number d4: expiration date and UDI g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date h6: evaluation codes h10: additional narrative lot number updated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant at tooth site 14 fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.